Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy resumed following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. The programmer also reflects a communication error. The patient stated he has not recharged the ipg in approximately a year and has not felt stimulation in 6 months. The ipg is inoperable. Subsequently, the patient will undergo surgical intervention to address the issue.